Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: the pump returned with moisture in the display lens. Pump has audible but no vibratory feature and the display screen remains blank. The attempt to download the pump history and black box was unsuccessful. The audio bolus button cover is missing from the pump. Pump fails in-house leak test due to audio bolus button leak. Removed cover; internal moisture was present in pump on the pcb and internal components. Battery cap and cartridge cap returned with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.